Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device presented a b30 error code. The issue was found during set up and inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, h2, h6, h11. The customer's allegation was confirmed by the technical assistance center, but the device was not return to the olympus. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: regarding the customer's allegation, it was identified that the error code b30 was due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.